Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial flutter right (r-afl), this ez steer thermocool sf nav catheter had a significant amount of char on the distal tip of the catheter. Additional information was requested, but no response has been received.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. After multiple follow ups to retrieve the catheter, the customer did not return the reported product. Therefore no evaluation was performed. (B)(4).